Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It reported via phone call that the insulin pump had damage and a keypad anomaly. It was stated that insulin pump's back and bottom were cracked, screen was severely scratched making some characters barely readable, and that the act button was sticking. Troubleshooting for bumped/dropped/cosmetic damage was performed. The customer's blood glucose level was 8 mmol/l at the time of the incident. It was stated that the damage was due to normal wear and tear. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for button error/keypad anomaly was also performed due to the act button working intermittently. It was stated that there was no significant event leading to the keypad issues. It was also stated that the clock on the insulin pump advanced when observed for one minute. The insulin pump will not be returned for analysis.